Manufacturer narrative:
Gtin: (B)(4). The device manufacture date is not known. Alleged failure: patient infection. Probable root cause: design. Sterilization cycle not capable of reducing bioburden at worst-case locations device design not able to be sterilized.. Device packaging does not retain sterile barrier. Process. Error in packaging or sterilization process. Application. Use past device/packaging shelf life. User contaminates device. Rough handling of sterile packaging. The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported the anchor was removed from patient during a revision surgery due to infection, the anchor was implanted and functional at the time of removal.

Manufacturer narrative:
(B)(4). The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported the anchor was removed from patient during a revision surgery due to infection, the anchor was implanted and functional at the time of removal.